Manufacturer narrative:
(B)(4). Actual device was returned for evaluation. Visual inspection was performed and a hair was caught in the seal area extending through the seal margin. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and suture was used. A hair was found in the suture packaging. A like device was used to complete the procedure. There were no adverse patient consequences reported.